Manufacturer narrative:
Concomitant products: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's previous clinic told them there was a problem with the right ventricular (rv) lead. Follow up with the clinic yielded that the rv lead had elevated pacing thresholds and was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.